Manufacturer narrative:
Initial reporter phone number: (B)(6).

Event description:
It was reported to philips that the heartstart mrx defibrillator non-invasive blood pressure (co2) pump is not measuring correctly. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.